Event description:
It was reported that an arteriotomy closure of an unspecified access site was achieved using a proglide device. Reportedly, there was a need to re-access the site at a later time for an unrelated issue and it was identified that there was inflammation present. No additional information was provided.

Manufacturer narrative:
The previous report was submitted on 9/15/22 and failed ack 3. This report is being resubmitted at the request of the cesub help desk due to an infrastructure issue at FDA. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. The patient effects of inflammation, injury are listed in the proglide instructions for use (IFU) as potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Date of event is an estimated date.